Event description:
A cracked and shattered touchscreen was reported by the customer, with the damage making the touchscreen unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to send a replacement pump with updated software and provided instructions on returning the damaged pump. The customer acknowledged understanding the steps needed for receiving and returning the pumps, as well as putting the pump into storage mode.